Event description:
It was reported that during the procedure when the balloon catheter (subject device) was delivered into the patients vessel, it was found that contrast agent leaked. The device was replaced and the procedure was completed successfully. The patients medical condition was good. There were no clinical consequences to the patient.

Manufacturer narrative:
H4 manufacturing date added. H3 device evaluated by mfg updated. H3 summary attached updated. D4 expiration date added. D9 product available to stryker updated. D9 returned to manufacturer on updated. The device was returned and the lot number was confirmed from the hub of the device and the returned packaging. During visual inspection, he inflation lumen and the balloon were noted to be blocked/ occluded with crystallized contrast media and dried blood. It was unable to be determined if there was any leaks to the balloon. During the functional inspection an attempt was made to inflate the balloon, but it would not inflate, the device was soaked and another unsuccessful attempt was made to inflate the balloon. Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on the analysis of the returned device. The device failed to meet specifications or met specifications when received for complaint investigation based on the analyzed anomalies noted to the device. As per the additional information the device was confirmed to be in good condition during preparation/prior to use on the patient. The device was returned and there was crystallized contrast media and dried blood noted within the inflation lumen, blood within the inflation lumen indicates that there was a leak, however this could not be identified during analysis, as the balloon was unable to be inflated due to the occlusion within the inflation lumen. It is probable that the balloon was damaged during the clinical procedure causing the reported leak. An assignable cause of procedural factors will be assigned to the reported event, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the procedure when the balloon catheter (subject device) was delivered into the patients vessel, it was found that contrast agent leaked. The device was replaced and the procedure was completed successfully. The patients medical condition was good. There were no clinical consequences to the patient.